Event description:
The patient underwent an open anterior resection procedure due to stage iii colonic cancer on (B)(6) 2011. During the procedure, the tumor was found growing thru the colonic wall which required additional distal resection. The anastomosis was performed with the colonring device. The patient developed congestive heart failure (chf) on (B)(6) as well as mild ileus. A ng tube was inserted with a mild improvement of the patient. Some renal dysfunction occurred. On (B)(6), the patient developed mild abdominal symptoms with normal wbc. In the afternoon, the patient's condition quickly worsened and the cardiovascular status deteriorated. A CT scan showed a moderate anterior leak and an abscess filled pelvis. The patient's family had requested that nothing beyond original surgery be done due to the patient's advanced age and lack of physical reserve. With onset of chf and subsequent abdominal symptoms, the family refused any additional measures, and the patient subsequently passed away on (B)(6).

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as (B)(4) serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to its specifications. The patient, an elderly woman suffering of significant serious co-morbidities, including obesity, stage iii colon cancer, liver failure (cirrhosis), and advanced cardiovascular disease. The leak most probably occurred as a result of the deterioration of blood supply to the anastomosis following the cardiac failure, in a severely ill woman. The deterioration in the overall patient's condition and lack of reserve is apparently not related to the device but to her comorbidities prior to the surgery. With the onset of chf, the patient's family refused any additional measures, which led to patient's death. It should be noted that the current cumulative leak and mortality rate found with the use of the colonring device is within the range reported in the literature.